Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately few months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078718, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078534, UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted that patient experienced pain and discomfort around the battery site. The patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed. The patient was doing well post operatively and the explanted device will not be return.